Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a database issue. A field service engineer (fse) verified the hardware functionality using the hardware test application and identified a major database issue. The fse confirmed that the technical support specialist performed disaster recovery on the station to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware failed, and the biometric identifier failed. The customer stated that this malfunction caused as delay dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.